Manufacturer narrative:
Device has to reset time or date and received unexpected restart error after changing battery due to connector on interface board voltage leak on interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected battery power loss on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the pump had an unexpected battery power loss. The customer stated that the temporary basal was not programmed before the unexpected battery power loss alarm occurred. It was also reported that the pump had multiple unexpected battery power loss alarms. The customer was advised that the pump needs to be replaced. The insulin the pump will not be returned for analysis.